Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04777 / 04778).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reported patient was revised on (b)(6 2014 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right total hip arthroplasty on (B)(6) 2001 and a right hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Revision operative report noted the presence of clear yellow fluid with a brownish discoloration, brownish discoloration of the synovium and membrane lining and a central bony defect. The modular head, acetabular cup and liner were removed and replaced with a competitor's cup and a biomet head.